Event description:
It was reported the device had indicated that the discharge was completed during patient use, but the user felt that there was no discharge. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Available details indicate that operational check was performed and there were no issues as the device passed all inspectional tests and was fully functional. The customer declined any possible repair and further service. Device remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The customer has declined any further service or repairs. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer declined any possible repair and further service.

Event description:
It was initially reported the device had indicated that the discharge was completed during patient use, but the user felt that there was no discharge. This report was initially considered to be a serious injury, however, additional details were received which confirmed the event did not occur while the device was being used on a patient, therefore, this has been updated to a product problem. The event was outside of use on a patient and there was no reported patient nor user harm.